Event description:
It was reported that during a trial procedure, when the second lead was placed, the physician was retracting lead, and needle cut two contacts off the end of the lead, leaving it stuck in the soft tissue. The physician decided to remove the other lead and abandoned the trial. The patient was doing well postoperatively and was referred to a neurosurgeon for possible removal of the two remained contacts.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)) the returned lead was analyzed and visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. Therefore, unintended use error caused or contributed to the event. Sc-2316-50e (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7131485.

Event description:
It was reported that during a trial procedure, when the second lead was placed, the physician was retracting lead, and needle cut two contacts off the end of the lead, leaving it stuck in the soft tissue. The physician decided to remove the other lead and abandoned the trial. The patient was doing well postoperatively and was referred to a neurosurgeon for possible removal of the two remained contacts.